Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 3 false positive sars results for 1 patient tested over 3 days. Customer communicated the results were confirmed negative by pcr and other rapid antigen test. Report 2 of 3.